Event description:
During a dca procedure, a dissection had occurred in the pt's left main. The pt was sent to surgery and was initially reported as high-risk. The pt subsequently expired one month post-op. Dissection had occurred 48 hours post mi in a high risk ptca. Physician did not indicate what device contributed to dissection. It is unknown if a device malfunction had occurred. The device was discarded by the account.